Event description:
Lf fse reports via e-mail, while the injector was in the drip mode, the operator changed screens and the a-side injected on its own. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation summary, a medwatch 3500a supplemental report will be submitted.